Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and twiddlers syndrome. As received, a complete lead was returned for analysis. Visual noted the helix was extended and covered with blood / tissue. After cleaning, and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of inadequate capture and dislodgement were not confirmed. Electrical testing was normal. The damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-11092. It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of far p over-sensing and inappropriate capture of the atrial chamber and the right atrial (ra) lead exhibited high capture thresholds. Fluoroscopy was performed and revealed a dislodgement of the rv and ra leads due to twiddlers syndrome. The ra and rv leads were explanted and replaced. The patient was in stable condition.